Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing was noted. Abbott technical support noted that occurrence of the episodes was new, the lead impedance had changed and r wave amplitudes had been fluctuating. No intervention has been done as the lead remains implanted and will be monitored. The patient will be brought to the clinic for further evaluation. No further information is available at this time.